Event description:
It was reported that when an asymptomatic patient presented to the clinic for a follow up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Device remains implanted.

Manufacturer narrative:
.